Event description:
It was reported that patient is having issues with the life of the battery. Caller reported that friday evening they charged the battery up to 90%, which typically last for a week before they ran out, but on sunday not even a week, the battery ran out. Caller also reported that they charged it yesterday but now, they are back to 40%. Caller had mentioned that the patient was diagnosed with throat cancer in (B)(6) and came to hospital and had radiation treatment on (B)(6) 2025 to get rid of it, then started having battery longevity issues right after. Caller is thinking maybe the radiation therapy affected the implantable neurostimulator (ins) and had caused the batter longevity issue. Agent reviewed that ins battery longevity depends on the therapy setting. Caller also reported that they had been shut off numerous times, and the patient had been in the hospital about a half and a month now. Agent also redirected the patient to the healthcare provider (hcp) to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.